Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a right atrial lead revision procedure after high atrial threshold was noted during an in-clinic follow-up check. During the procedure, the lead no longer fit properly in the existing competitor device, therefore the physician elected to replace the device. The lead was repositioned successfully. The patient was stable post-procedure.